Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cardiovascular procedure, when using the suture to close a wound inside the cavity, both the devices¿ needle broke, which happened on both the sutures. Another suture from the same lot number was opened to finish the wound closure. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the sample had acceptable results. A bend moment test was performed on the undamaged needles, and the results exceeded the specifications for this product. Analysis concluded there were no assembly component related failures. A review of the device history record indicates the product was released meeting all manufacturer's quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.